Manufacturer narrative:
The device was repaired at the healthcare facility by the field service technician.

Event description:
It was reported that while the navigation cart was moved at the healthcare facility, one of the casters broke off the cart. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.